Manufacturer narrative:
The product was not returned for evaluation, so the reported event, overheating, could not be confirmed in this case. No failures were confirmed due to the product not being returned. Device not returned for evaluation.

Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during testing or setup. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that the system 7 sagittal saw was overheating during testing or setup. There was no patient involvement and no adverse consequences associated with the device.